Event description:
It was reported that the device stopped during the procedure. The device was shut down and restarted but still did not work. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, a burn mark was noted in the center of the second 45-degree mirror. The optic was replaced. Following this, functional testing was again performed, alignments were made, and the console operated as intended. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. A device history record review could not be performed, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Analysis confirmed that the mirror issue identified during analysis likely caused or contributed to the reported clinical observation that the console was not working.

Event description:
It was reported that the device stopped during the procedure. The device was shut down and restarted but still did not work. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.